Event description:
On (B)(6) 2017 admitted into hospital 12 days post op (B)(6) 2017 with severe infection of left breast from bilateral breast implant surgery, taken into emergency surgery resulting in bilateral infections in both breasts (proteus mirabilis) and removal of both mentor silicone gel implants with sepsis diagnosis. Released with antibiotics and vac drains, readmitted (B)(6) 2017 for 4 more days with IV antibiotics and treated by idc dr for sepsis 8 weeks home bound and home health care with add'l oral antibiotics and daily wound care.